Event description:
It was reported that upon opening the packaging of the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder, it was found that the i.v shield was missing. This event occurred 1 time and no report of adverse or injury.

Manufacturer narrative:
H.6. Investigation summary: material #: 368835 lot/batch #: 0133833. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed, however they are not photos of the actual defective device. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing IV shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing IV shield. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H3 other text : na

Event description:
It was reported that upon opening the packaging of the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder, it was found that the i.v shield was missing. This event occurred 1 time and no report of adverse or injury.